Event description:
The reporter stated that an inquire of this device indicated that the serial number was invalid. During a serial number restore process, the model numbers displayed on the serial number restore screen were only the relay model numbers; the stride model numbers did not appear. When attempting to enter the serial number, the "invalid serial number" message appeared. However, the list of model numbers displayed on the number restore screen relay numbers only; the stride model numbers did not appear. The device may have been damaged. The pt was not symptomatic. The pt had a lumpectomy performed on her breast on the same side as the pacemaker since the last follow-up visit.